Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be completely peeled off. During testing, the up arrow, ok and contrast keypad buttons were found to be unresponsive; the down arrow button had an intermittent response. During investigation, the contrast contact was found to be missing, the up arrow and down arrow contacts were inverted and the ok contact was misaligned. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/fading display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow keypad button had a delayed response to button presses and felt indented. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.